Event description:
A report was received that the patient's leads had several contacts that were out. An x-ray was taken and the physician noticed that there was a lead fracture or disconnection from the splitter. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure. There will be no further course of action. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads had several contacts that were out. An x-ray was taken and the physician noticed that there was a lead fracture or disconnection from the splitter. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent an explant of the entire system instead of a replacement since there was not a good position when the physician tried the new lead and no adequate coverage of the patient's pain areas. It was also reported that the lead was fractured at the splitter.

Event description:
A report was received that the patient's leads had several contacts that were out. An x-ray was taken and the physician noticed that there was a lead fracture or disconnection from the splitter. The patient will undergo a revision.

Event description:
A report was received that the patient's leads had several contacts that were out. An x-ray was taken and the physician noticed that there was a lead fracture or disconnection from the splitter. The patient will undergo a revision.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. All cables were fractured at the bent/kinked section of the lead body, 1 cm from the clik anchor set screw mark. There were no exposed cables. The proximal end was not returned. Sc-2316-50 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. Thirteen cables were fractured at the bent/kinked section of the lead body, 1 cm from the clik anchor set screw mark. There were no exposed cables. The proximal end was not returned. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the splitter¿s impedance measurement revealed that e10 was open. Visual and x-ray inspection confirmed the fracture close to the weld nugget. The root cause of the damage was unknown. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the splitter¿s lead body was cut, and one of the proximal tails was not returned. Visual and x-ray inspection found no anomalies on the returned piece.

Event description:
A report was received that the patient's leads had several contacts that were out. An x-ray was taken and the physician noticed that there was a lead fracture or disconnection from the splitter. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient lost stimulation. Database analysis showed several contacts of the patient¿s leads revealed high impedance values. The lead will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).